Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'had error 322 link switch error' was not reproduced. A review of the event history log (ehl) revealed occurrences of 'had error 322 link switch error' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be upper link screw is loose. The link and link switch will be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed error 322 (link switch error (low)) during testing in the biomedical service department. There was no patient involvement. No additional information is available.